Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 90% stenosed, 20-48mmx2.5-3.0mm, eccentric, de novo target lesion containing a greater than 45 and 90 degrees bend was located in the mildly tortuous and mildly calcified coronary artery. A 2.50x20 synergy drug-eluting stent was advanced but failed to cross the lesion. The device was removed from the patient's body and found the distal part of the stent itself was deformed. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.